Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A non-boston scientific guidewire was crossed into the lesion with difficulty. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon got stuck when it was over the lesion part, and the guidewire got slightly stuck when an attempt was made to operate it. The guidewire was removed along with the balloon catheter. It was noted that there were traces of kink on the guidewire, and the guidewire lumen of the balloon was slightly kinked. The devices were separated outside the patient with no problems observed. The procedure was completed with a different device. No patient complications nor injuries were reported.